Event description:
The customer reported that the system would shut down without command. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The power relay board was evaluated and replaced. The system was tested and found to be working as intended and put back into service.